Event description:
Unable to advance bronchoscope down endo tracheal tube. When removed, noted sheath peeled back from bending section of scope. Procedure repeated with another scope without incident.